Event description:
It was reported that the speedblock broke.

Manufacturer narrative:
This event occurred during surgery, near the patient. The surgery was completed as intended with no surgical delays or adverse events. The instrument was inspected prior to use and deemed acceptable. A size 8 speed block was returned and was fractured in two places along the medial and lateral sides of the anterior cut slot. Visual inspection shows normal signs of wear with little scuffing or deformation on the surfaces of the cut block. Examination of the fracture site under 7x magnification, indicates impaction deformation from a sagittal saw on the corner of the material web that bridges the main body of the cut block with the anterior section. The fracture site indicates a bending load was present on the anterior end, opening the fracture. Measurements of the anterior chamfer cut slot web height confirm that this instrument was manufactured to (B) (4). The DHR was examined and there were no non-conforming material reports or other discrepancies noted. The DHR evidences components were manufactured to the correct revision level and critical dimensions were to specification. The records indicate that lot 32869l25 was manufactured on march 26, 2008 and had been in service for 2 years. The complaint history was reviewed and there are other occurrences of anterior slot fractures for this p/n reported. A CAPA has been issued in response to recent fracture complaints. The m.i.k.a. Speedblock failed as a result of material fracture at the medial and lateral sections of the anterior chamfer cut slot due to loading conditions beyond the limits of current design.